Event description:
It was reported that a decline of auditory performance was confirmed by the guardians on (B)(6) 2010. Head trauma was denied and problems of outer devices were excluded. Testing showed 3 channels with increased impedances. Auditory performance deteriorated and now testing shows 8 channels with increased impedances. At the first fitting on (B)(6) 2010, only channel 11 showed an increased impedance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.